Event description:
The device displayed fault message during daily check of the device. There was no reported pt involvement. Svc rep could not duplicate alleged condition. The charge and shock keys were replaced as a precautionary measure. Proper operation of the device was confirmed by svc rep. Device was returned to customer.